Event description:
It was reported that the subject device tip was broken. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the ceramic head (insulation beak) was cracked. Which was likely due to dropping, shock or similar stress. However, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.